Event description:
The medical device femoral stem of zimmer mfg that was implanted on (B)(6) 2008 has recently generated severe pain and she needs to be x-rayed and examined by professional orthopedic doctor. Lot number to be 60958127. Femoral stem press-fit plasma sprayed. (B)(4).